Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device was no longer working. No further details were reported. There was no patient use associated with this event.